Event description:
A surgeon reported that a patient developed a hematoma after receiving op-1 implant on an unknown date of an unspecified condition. Treatment included a washout of the surgical site. Outcome is unknown. The surgeon is unsure if the events are related to the use of op-1 implant. Additional information has been requested.